Event description:
"Report received from the surgeon about a broken panta nail. Not explanted as yet." The initial surgery was (B)(6) 2011, indicated for non-union of a distal tibial fracture. Additional info was requested by integra.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.